Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a flush drive support cap and alarmed an error. The blood glucose reading was 290 mg/dl. The customer stated that she could use her fingernail to lift the drive support cap up. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.